Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male patient, after removing the electrode pads, burns were found on the patient. Complainant indicated the burns were second degree; the area was cleansed and medi honey was applied. Mepilex dressing was applied and the patient was instructed to change the dressing every 6 days.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the pro-padz electrode pads were returned to zoll medical corporation. The burn sustained was attributed to poor coupling. The electrode pads showed signs of hair, dried skin, and evidence of an air pocket between the patient's skin and the electrodes. Zoll recommends that patients are cleaned and hair clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.